Event description:
It was reported both the ventricular and atrial leads were extracted due to noise. Insulation damages consistent of lead to device can abrasions were noted. Patient was asymptomatic. Both leads were replaced, and patient¿s condition was stable.

Manufacturer narrative:
A partial lead with the connector pin measuring 51.6 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.